Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 08/23/2024, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-8400obe oval burr had an issue. During a distal clavicle excision, a piece of the flute of the burr got caught in the blade and broke off in the patient and shattered into hundreds of small shards that had to be shaven out. Most shards could be removed with a shaver, but not all. A second ar-8400obe oval burr was opened after, and the same issue happened with the 2nd burr. The case was completed with no further information provided. This was discovered during a rotator cuff repair, labram repair, and distal clavicle excision procedure on (B)(6) 2024. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information has been received on 09/09/2024: there is no planned revision surgery to remove more pieces of the small shards that broke off in the patient. The case was delayed 15-20 minutes with no additional anesthesia administered. The case was completed using an additional shaver to remove the remaining fragments as best as possible. The technique was not changed for repair. However, they spent additional time in the case removing the pieces of the small shards of the shaver shaft from the patient. No report of the patient experiencing adverse effects was reported, and no medical intervention or hospitalization was needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.